Event description:
Item is packaged with vinyl ring sleeve around light bulb (to protect bulb). The sleeve was not removed by the operator prior to the oral intubation stylet's introduction into the lumen of a 7.5 ID endotracheal tube. Upon removal of the intubation stylet the vinyl ring sleeve balled up in the endotracheal tube occluding the lumen. This is a potentially life-threatening problem. Of related concern is that this sleeve may fall off the stylet and enter the tracheobronchial tree. The vinyl ring sleeve (collar) as packaged is colorless and easily overlooked. It may be reasonable to suggest to the MFR to color-code the protective sleeve, or to package the instrument so that the light bulb is cushioned into the packaging material.